Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but failed to pair with the ilet until the user reattempted pairing by toggling settings and reentering the pairing code, after which glucose readings were confirmed on the ilet; this was characterized as an intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.